Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch verio iq meter is giving inaccurate high reading of ¿133 mg/dl¿ compared to another meter reading of ¿88 mg/dl.¿ the complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2014 at 8 am, the patient tested at 133 mg/dl and 88 mg/dl on the two meters while she had symptoms of ¿shaky, dizzy, sweating, and anxiety.¿ at the time of concern, the patient managed her diabetes with 2 units of insulin. During troubleshooting, the patient confirmed the meter to other meter comparison was performed within 30 minutes of each other. The test procedure was correct. The unit of measurement set correctly. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. This complaint is being reported due to the alleged inaccurate issue. In addition, the patient had symptoms suggestive of hypoglycemia while she tested at 133 mg/dl. The subject lfs product was replaced and requested back for investigation.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.